Event description:
Customer called into customer service to report that she had exposed wires on her pump in style transformer cord. The customer also stated that she saw sparking, which is a safety risk.

Manufacturer narrative:
A replacement power supply was sent to the customer. Attempts to follow up with the customer to get additional complaint information are ongoing. The product involved in the complaint was not returned for evaluation/investigation. Therefore, no conclusion can be made as to the cause of the event at this time. Should additional information of the original produce be received, resulting a new, changed, or corrected information, a follow up report will be filed at that time. As a result of CAPA (B)(4) which was initiated for pump in style transformer overheating/melting issues. A field action safety notification was initiated on 04/04/2011. Activities related to this notification are on-going.